Manufacturer narrative:
Reported event: an event regarding implanting the wrong side triathlon femoral component in the patient was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for inspection. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the femoral component box and the device markings on the implant indicated both are labeled with the appropriate side (left or right). The side should have been confirmed prior to implantation. Overall the product was manufactured and labeled according to specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Dr. (B)(6) was shown implants for total knee case by (B)(6). It was a left knee. Dr. (B)(6) said to open and I gave the boxes to the circulating nurse. She showed the scrub tech the implants and he received them. Implants were cemented in place. During the next knee case I realized the right side femur was used on the previous case. I told dr. (B)(6) and he made the decision to bring the patient back to surgery the following day, (B)(6) 2015. He removed the right ps femoral component to a left ps primary triathlon component. A new 9mm size 4 ps insert was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) was shown implants for total knee case by me, (B)(6). It was a left knee. Dr. (B)(6) said to open and I gave the boxes to the circulating nurse. She showed the scrub tech the implants and he received them. Implants were cemented in place. During the next knee case I realized the right side femur was used on the previous case. I told dr. (B)(6) and he made the decision to bring the patient back to surgery the following day, (B)(6) 2015. He removed the right ps femoral component to a left ps primary triathlon component. A new 9mm size 4 ps insert was implanted.